Event description:
While using the device during cardiopulmonary bypass, the pump motor unexpectedly stopped. The pump motor was replaced and the procedure was completed successfully. There were no adverse consequences to the pt as a result of this event.